Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative was unsure why the device and electrode were explanted. The reason was thought to be psychological issues accepting the device. The patient is a recovered alcoholic and may not need the therapy as much now. The local representative mentioned that the physician experienced moderate difficulty removing the electrode.